Event description:
The customer reported that the insulin pump alarmed motor error after she changed the battery during basal. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated she had magnetic resonance imaging but the insulin was left in the room. Customer does not use the sensor feature on the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to motor error alarm. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).